Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the cap was missing from the evacuator prior to use.

Manufacturer narrative:
Received 1 evacuator. The reported event was confirmed as cause unknown. During visual evaluation of the sample received noted that the plug is missing on the evacuator. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "precautions: before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): drain to y-connector, y-connector to suction source." (B)(4). Correction: device available for evaluation.

Event description:
It was reported that the cap was missing from the evacuator prior to use.